Event description:
It was reported that a user of the ilet pump requested return due to persistent blood glucose fluctuations with recurrent lows while using the device, including a reported blood glucose value of 45 mg/dl, and the user declined further training or troubleshooting before discontinuing use. Symptoms included hypoglycemia. Outcomes included no reported hospitalization or medical intervention. Customer care provided support that included review of complaint details and coordination with distribution and billing parties to confirm device return and credit processing. Investigation of this case revealed that the specific mechanism for the hypoglycemia was not identified, and no device malfunction or component failure was confirmed based on available information. It was concluded, based on previously established findings for similar reports, that the cause was unclear.

Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.